Event description:
Event description cpi received information that two myocardial leads were removed from service due to 'inappropriate rate sensing'. The physician elected to perform an invasive procedure to replace both leads, a new bipolar was implanted.